Event description:
It was reported the pump does not charge. The ac adapter was checked and worked the problem seems to be with the pump. Problem was detected whilst not in use on a patient.

Manufacturer narrative:
(B)(4).